Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was an out of regulation (oor) message and the patient experienced no stimulation since. It was further stated that the first oor report on the patient programmer was on (B)(6) 2019, and the patient felt stimulation at that time. From (B)(6) 2019, little or no stimulation could be felt event at the highest voltage. The mdt data showed nothing abnormal, the battery level was okay and the ins has not had a reset. It was noted the amplitude was somewhat on the high side. The impedances were within normal range. The diagnostics/troubleshooting performed was changed electrode settings. When measuring the system, the patient sometimes gets a small shock in the right leg, and leg then shoots up. This was also noticed at home, that the leg occasionally receives an electric pulse. If the patient felt the stimulation for a moment, the stimulation would disappear again. The doctor didn't feel the back and didn't make a control x-ray as the patient didn't fall. Stimulated unipolar, however, other programs tried did not obtain stimulation. The patient did not fall but isin a wheelchair a lot. There was no clear cause, the patient suddenly gets the oor message on their patient programmer. The event did not resolve. The ins was now off and will be back to the clinic on (B)(6) 2019 with a manufacturer representative present. No further complications were reported or anticipated.